Event description:
During preventative maintenance of the device, the user reported that the sliding mechanism shoulder screw hole threads were stripped. Since the event occurred during preventative maintenance, there was no patient involvement during this event.